Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra 2 meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported she did not know when the issue started. She reported that on an unknown date she obtained inaccurate blood glucose results of ¿244, 214 and 68 mg/dl¿ on the subject meter. These readings were obtained from tests performed greater than 20 minutes from each other. The time difference between the results exceeds lfs¿ criteria for a valid comparison. The patient manages her diabetes with oral medication, diet and exercise. She denies making any changes to her usual diabetes management routine as a result of the alleged issue. The patient reported that on an unknown date/time, after the product issue she develop the symptom of ¿rapid heartbeat¿. She denies receiving any medical treatment in response to the symptoms. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure, and the sample was taken from an approved sample site. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.